Manufacturer narrative:
(B)(4). The device was returned and evaluated. The valve was visually inspected, and no defects were found. The valve was flush, leak, reflux, and pressure tested; no issues were observed. The catheter and connector were irrigated. No occlusion or leakage was observed. A review of manufacturing records confirmed this product conformed to specification when released to stock. The investigation of the returned device did not confirm the problem reported by the customer. Trends for this and similar issues will continue to be monitored. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that catheter was inserted correctly, unable to flush or get csf return properly, catheter was removed and another one opened and inserted. Reported issue occurred during procedure. No reported patient harm or delay in surgery greater than 30 minutes.